Event description:
Actuator problem was reported. During the service call to investigate the excessive play on the pivot movement, the following occurred: the square bracket on the pivot motor assembly seemed to have rotated about 1/8 of a turn related to the expected position. Trying to return to the correct position, the assembly was rotated the one direction which appeared to be the loosening direction. The assembly fell apart causing the arm to open uncontrolled. In this case, no accident occurred. A temporary solution has been created by implementing a spring pin preventing rotation.